Event description:
It was reported that an ozark tapered driver tip was found to be worn prior to surgery. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
The device was visually inspected. The tip is worn and while the wear is minor, the very edges of the hexalobe star are worn off. Functionally, the device is able to engage and hold screws but the connection is not stable. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. It was further reported via follow up communication that the tip is deformed and no longer holds the screws and is stripping them. The device is used weekly and excessive force was not applied. It is likely that the minor wear/deformations observed is causing the driver to not properly sit flush in the screws, causing them to strip. The most likely cause of the reported event was determined to be due to wear from normal use. Excessive force may have contributed to the event, however no rotational deformation is observed so it is unlikely. Weekly use of the device over 1 year can result in the minor wear observed, especially if used on larger constructs which require multiple uses per case.

Event description:
It was reported that an ozark tapered driver tip was found to be worn prior to surgery. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.